Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echocardiograph (ice). Pericardiocentesis was performed to remove 1 liter of fluid form the pericardium. The patient was reported to be in stable condition after the procedure. The patient was required to stay longer in the hospital for observation to verify that the effusion resolved. Patient¿s outcome is fully recovered. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. Transseptal puncture was not performed. There¿s no information regarding the sheath used during the procedure. The generator was in temperature control. The parameters noted at the time of the injury included 30 degrees celsius, 122ohms and 35 watts of power. The power was titrated from 30 to 35 watts over a 6 second period. The overall time for ablation at the site of injury was 2 minutes 17 seconds. The last ablation cycle time at the site of injury was 1 minute 8 seconds. The catheter irrigation was set at 30ml/min during the ablation. It is unknown if the patient received anticoagulant during the procedure.